Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer, a manufacturing representative (rep), and healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for radicular pain syndrome (radiculopathies), spinal pain, and other pain indications-other. It was reported that the patient needed a surgery to replace the implantable neurostimulator (ins) because of smart boards and the effects on her device. Further follow-up is being conducted to clarify what the serial number was of the replaced device and if any symptoms were experienced. If additional information is received, a follow-up report will be sent.